Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was not responding to sounds anymore with the device for the last few weeks. The family is currently not sure whether they would like the user to be re-implanted or not.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had stopped responding to sounds with the device in summer 2022. The user was re-implanted.